Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aneurysm repair by combining different en dografts: the zenith body and endurant limbs jae hoon lee and ki hyuk park vascular specialist internationalist 2019 mar; 35(1): 10¿15. Doi: 10.5758/vsi.2019.35.1.10. If information is provided in the future, a supplemental report will be issued.

Event description:
5 patients were implanted with non mdt main body stent grafts in combination with an endurant iliac limbs for the treatment of abdominal aortic aneurysms. The reason for the implantation of the endurant limb with the non mdt main body was due to aortoiliac angulation that was present in these patients anatomy. Two patients experienced type I endoleaks requiring intervention. No other malfunctions or adverse events were reported.